Event description:
During preventative maintenance of the device, the user reported that when connecting a temp simulator probe to the cardioplegia monitor in either channel, the display showed 999. Since the event occurred during preventative maintenance, there was no pt involvement during this event.